Event description:
It was reported the patient was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the patient. Follow up identified the patient was unable to communicate with the ipg using both external devices. The physician may undertake surgical intervention to replace the ipg.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.